Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a subarachnoid hemorrhage and subsequent suspected pump thrombus. Patient experienced high power with hemolysis. Patient is intact neurologically, mouthing words since patient had a tracheotomy and moving all extremities. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that due to suspected thrombus on both devices and the inability for the patient to withstand another surgery, family decided to make patient comfort measures only (cmo). Both pumps were turned off and patient died on (B)(6) 2018. Patient died due to his congestive heart failure (chf) and respiratory failure.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed a decrease in flow on (B)(6) 2018, followed by an increase in power consumption on (B)(6) 2018. Seven low flow alarms were logged since(B)(6) 2018. Two high watt alarms were logged on (B)(6) 2018, confirming the reported "high power" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarms. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Devices remain implanted.